Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the hospital was having difficulty verifying the straight suctions. A manufacturing representative (rep) went to the site to test the instruments and noted that they were also having difficulty. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the suction was bent and that a new one had been ordered.